Event description:
It was reported that the patient presented for an implant procedure. During the procedure, while attempting to implant the lead, it was noted that they were unable to find parameters at all possible locations. The lead was not used and the patient was discharged in stable conditions.

Manufacturer narrative:
Further information was requested but not received.

Manufacturer narrative:
The reported event was ¿the septum was completely scarred , hence at all the possible locations we were not able to find the parameters.¿ as received, a complete lead was returned in one piece. The helix was extended and clogged with blood/tissue. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspections of the lead did not find any anomalies except for procedural damage.